Event description:
The following information was provided: left tka case using navigation. Implant plan was changed intraoperatively from femoral cr to ps. Due to prolonged surgery, the team was under time pressure. Both left and right implants were stored in the anteroom. The double-check with the surgeon prior to opening was skipped. During verbal confirmation, ¿right¿ was read aloud but not recognized as an error. The implant was inserted without resistance, and the surgeon did not notice the laterality error. The issue was not identified during x-ray confirmation. The error was identified afterward when the implant label (¿right¿) was checked. On the same day, the patient underwent reoperation and the implant was replaced with the correct one. Revision surgery was completed without complications.